Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 851.801.01s, lot: 6l91194, manufacturing site: oberdorf, release to warehouse date: 13.jul.2020, expiry date: 01.feb.2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the patient underwent a resection of an acoustic neuroma and three (3) clamps were implanted. After one (1) day a post-operative epidural hematoma was discovered and the patient underwent a revision operation to remove the implants. Ti screws were used to fix skull. The bone flap of the patient was located at the top of the right side and the size was about 5*7cm. The doctor said that the impacted products were successfully placed during the operation and they were pressed to fix them. The patient was stable. This report is for one (1) rapid resorbable cranial clamp 18mm. This is report 3 of 3 for (B)(4).